Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient was feeling off since her device was giving her low readings. She ate lots of chocolates not realizing that the sensor was giving her inaccurate readings. The patient did not check the bg before self-treating the symptomatic low egv. The patient passed out with dka. Her aide took her to the emergency room (ER) and she was brought to ICU. At the hospital, the bg was 600 mg/dl and the egv at that time was not documented. There, she was treated with insulin drip and fluids. She was hospitalized from (B)(6) 2024. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.